Event description:
It was reported that a dexcom g7 sensor pairing failed with the ilet, and the user contacted support and was guided to toggle between dexcom g6 and g7 settings and repair the sensor, with instruction to allow time for reconnection, while blood glucose levels were not affected. Symptoms included no adverse physiological effects reported. Outcomes included no clinical impact and no hospitalization. Investigation included product troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure limited to communication between the dexcom g7 sensor and the ilet without evidence of sensor or pump malfunction affecting glucose data, consistent with transient connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction resulting in temporary communication disruption, resolved through standard re-pairing steps.